Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the infraorbital with juvéderm® volbella¿ with lidocaine. The patient experienced ¿prolonged unilateral edema¿ that lasted several weeks. The event resolved spontaneously. A year later, the healthcare professional injected the patient in the chin (c1, c2) with 2 ml of juvéderm® voluma¿ with lidocaine. The patient was prescribed acyclovir as a preventative measure. Two weeks later, the patient developed ¿painless edema¿ in the mental (chin) region. Prednisone (tapering dose: 20mg/10mg/5mg), amoxicillin/clavulanate (1000mg bid for 7 days), desloratadine (5mg bid for 7 days), and pantoprazole 40mg. Two weeks later, the patient reported ¿persistent formication (tingling) and intermittent pain¿ in the left mental and mandibular region. The patient was treated with 0.3 ml of hyaluronidase. A week later, the patient had ¿discrete residual edema¿ in the lower third of the left cheek and subjective ¿tightness and paresthesia.¿ palpation revealed no granulomas. The patient continued to receive hyaluronidase treatments from other physicians. Four months later, an MRI revealed ¿soft tissue edema ventral to the mandible within the subcutaneous tissue¿ and ¿lymphadenopathy¿ was identified with ¿isolated, definitive lymph nodes¿ at the mandibular angle and along the major cervical vessels, ¿measuring up to 1.7 cm.¿ that day, the patient was treated with a more aggressive prednisone tapering course, starting at 40 mg. The patient experienced a ¿transient rosacea flare-up¿ induced by the prednisone, so the course was completed with a slight dose modification. The patient reported ¿marginal improvement,¿ but the event was ongoing. This file captured the juvéderm® voluma¿ with lidocaine.